Manufacturer narrative:
Evaluation of the transducer confirmed the image quality failure reported by the customer. Oil separation in the window and bent pins in the connector were noted as well as damage to the window and handle. The exact cause of the transducer failure is unknown, however, the damage to this device is indicative of improper handling and maintenance.

Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was producing poor image quality. There was no injury associated with this event.